Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted. In transit.

Event description:
It was reported that during the procedure, the articular surface could not assemble with the tibial component. A new articular surface was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned articular surface identified that the dovetail feature was flared and compressed. Some nicks and gouges were also noted on the device that appeared to be from insertion attempts. DHR was reviewed and no discrepancies were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. As the returned articular surface dovetail is compressed, the root cause is considered to be use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.